Event description:
Due to the conversion to a new medwatch reporting computer system and the contraints which resulted thereof, this report is late. The pt reported that the one touch basic meter would not turn on, the on/off button would not power on the meter. This allegedly resulted in the pt testing on a neighbor's meter (with a result of 60 mg/dl). The pt states that the pt was fatigued and sweating. The pt was advised by the dr to take orange juice. The pt's meter was replaced.